Event description:
The event involved a customer allegation of an exhausted battery. A review of the entire device error log during investigation found n56 (replace battery) alarms. The device displayed a ¿replace battery¿ alert upon power up and battery icon showed empty during self-test. The device was again powered up on ac power; the change battery soft key was pressed and the device passed the self-test and all pvt tests on dc power. The probable cause was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.